Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not showing up for profiled devices. A technical support specialist tss) confirmed customer moved a bunch of devices to profile, mapped clinics to specific devices and even though the clinics are mapped to the device, certain orders were not being allowed to be pulled/not showing up in pyxis and patients showing as admitted in server, but they are admitted in wrong clinic. The tss checked the device settings and units on the server. The tss verified that the order number was linked to a different visit ID. The patient had been admitted to a different unit than the one associated with the order. The tss explained how orders were configured to display on devices based on unit/area assignments, and the customer acknowledged the issue was resolved. Preventive measures were also discussed to avoid recurrence in the future. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient orders were not appearing on profiled devices. After devices were recently converted to profiled mode, certain orders did not show in pyxis for dispensing when patients arrived, resulting in delays and some patients leaving without medication administration. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.